Event description:
The customer reported that, during preparation for use, error code e315 (scope error) occurred on the subject device. There was no effect on a patient due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, error code e315 occurred due to an electrical continuity error caused by water invasion in the scope connector. In addition, the light guide lens was chipped, the adhesive on the distal end was lifting, the label was missing, there was a hole in the switch, angulation was reduced, and the electrical safety test did not meet specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the scope connector, electrical components were broken, and an error message was displayed during user handling of the device. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¿inspection of the endoscopic image.¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.